Event description:
The hospital reported that during an endoscopic vein harvesting procedure while using vasoview hemopro 2 they couldn't get pressure. The balloon in the btt. It did not stay inflated. They checked connections but everything was ok until they realized the balloon was not inflating and probably that component had a leak. They had to replace the system and then it went alright.

Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Manufacturer narrative:
Trackwise # (B)(4).

Manufacturer narrative:
Trackwise # (B)(4). Corrected sections- h6 -investigation findings -code 3221 change to 13. The device was not returned to maquet cardiac surgery for investigation, however a video was provided by the account. A video inspection was conducted. Signs of clinical use and no evidence of blood was observed. Air was inserted into the btt balloon. The balloon did inflate. Based on the video graphic inspection, the reported failure "inflation problem" was confirmed. A lot history record review was completed for lots 25160991, 25161618, and 25162347 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.